Event description:
Reporter alleged he is unable to read a portion of the expiration date on the blood glucose test strip vial. No actions were taken or treatment received as a result. A request was made for the return of the suspect device and replacement product was sent.